Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This error was found in the alarm log during troubleshooting. The patient did not know what step in peritoneal dialysis therapy they were in. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to finish therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.